Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues in which a dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet, attributed to intermittent communication and interference related to the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, involving the antenna component of the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.